Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer had received a blood glucose result of hi mg/dl and also had ketones. The mother transported the customer to the hospital. The hospital ran many tests and treated the customer with insulin injections to stabilize blood glucose levels. The caller was discharged from the hospital after a few hours and blood glucose was back within target range.